Event description:
Information was received indicating that a smiths medical fluid warming set was not circulating water well. The circulating water would not flow because the three lumen tubes were installed with a 90 degree offset from the manifold. There were no reported adverse events or patient injury.